Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The customer questioned the high patient na results and was prompted to repeat the samples. On (B)(6) 2024, sample 1 had an initial na result of 149 mmol/l. The sample was repeated twice and the repeat results were 138 mmol/l and 139 mmol/l. On (B)(6)2024, sample 2 had an initial na result on line 2 of 150 mmol/l. The sample was repeated twice on line 1 and the repeat results were 143 mmol/l and 144 mmol/l.

Manufacturer narrative:
The na electrode lot number is t9753 and the expiration date is 04-jan-2025. The calibration and qc data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Analyzer checks were performed and no issues were detected. The investigation did not identify a product problem. The root cause of the event could not be determined.